Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed, and no damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed. All expected results were met. Slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "sliding was not done normally due to the occurrence of micro resistance during slider operation." Resistance occurs when sliding during implantation in right eye. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts "sliding was not done normally due to the occurrence of micro resistance during slider operation." Resistance occurs when sliding during implantation in right eye. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.